Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report was delayed due to an issue with the zimmer biomet network and system database which impacted global regulatory reporting. Acknowledgement was provided by cdrh emdr (B)(4) 2017 of zimmer biomet¿s system downtime.

Event description:
It was reported that while impacting the liner into the cup, the blue plastic handle cracked in half. No fragments were reported to have fallen into the patient and another device was available to complete the procedure.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed signs of repeated use and the blue handle is fractured through the pin hole. Device history record (DHR) was reviewed and no discrepancies were found relevant to the reported event. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.